Event description:
Boston scientific crm received information that this right atrial lead dislodged. During the lead revision procedure, the patient moved resulting in the lead being damaged. As a result, this lead was surgically abandoned.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.